Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following morning  post implant, it was also noted that non-capture and dislodgement occurred with the right ventricular (rv) lead. It was further observed that when the physician re-opened the implantable pulse generator (ipg) subcutaneous pocket and exposed the pacing leads suture site, they observed commented that the ¿suture tie-down for the rv lead was passing through the right atrial (ra)  lead insulation¿. The rv lead was explanted and replaced while some silicone adhesive was added directly to the point of the ra lead insulation breach and the ra lead remains in use. No patient complications have been reported as a result of this event.